Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device dislocation ('malposition of left essure coil expelling from the left fallopian tube and adhered to the omentum on posterior cul-de-sac'), uterine perforation ('malposition of essure device/ migration of essure device/perforation (uterus)'), genital haemorrhage ('abnormal bleeding (general)') and autoimmune disorder ('autoimmune disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, diarrhea, nausea, abdominal pain, bloating, gas, belching, dysuria, urinary tract infection nos, pelvic pain, miscarriage, menorrhagia, dysmenorrhea and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: ibuprofen and tylenol. Concurrent conditions included endometriosis, menses irregular, dysplasia, perineal pain, left upper quadrant pain, dysuria, bacterial vaginosis, flank pain, depression, difficulty sleeping, pain in leg, overweight, abdominal discomfort, constipation and cervical dysplasia. Concomitant products included medroxyprogesterone acetate (depoprovera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection (other)"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), cardiac disorder ("blood or heart disorder/condition"), blood disorder ("blood or heart disorder/condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy and total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, autoimmune disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, infection, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, cardiac disorder, blood disorder, nausea, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, weight decreased, gastrointestinal disorder, alopecia and abdominal pain had resolved and the device dislocation outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, bladder disorder, blood disorder, cardiac disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, infection, menorrhagia, mental disorder, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy : insertion date : (B)(6) 2016 (as per pfs) and (B)(6) 2016 (as per mr, discrepant with pfs). Removal date : (B)(6) 2017 (as per pfs) and (B)(6) 2017 (as per mr, discrepancy noted). One silver coil essure on the right tubal ostia and four silver coil essure on the left tubal ostia protruding into the endometrial cavity. Essure device was deployed and the remaining of the essure device was removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: normal and showed that both of the fallopian tubes are closed. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, dysmenorrhea, pelvic pain,malposition of essure coil. Concerning the injuries reported in this case, the following one was reported via medical records:device dislocation. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received. Reporter information were added. Medical history, lab data, historical drug and concomitant drug were added. Event injury were deleted. Event total laparoscopic hysterectomy with bilateral salpingectomy were replaced with perforation (fallopian tube(s)). Event : abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), infection (other), psychological or psychiatric problems, autoimmune disorder, bladder or urinary problems or changes, migraines, headaches, blood or heart disorder/condition, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, weight loss, gastrointestinal or digestive system condition, hair loss, malposition of essure device/ migration of essure device/perforation (uterus), abdominal pain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of medical device removal ("total laparoscopic hysterectomy with bilateral salpingectomy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and injury ("injuries"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal and injury outcome was unknown. The reporter considered injury and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.